Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted and connectors were reseated during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
It was reported that the system displayed a control panel error upon boot up. This error causes the system to immediately shut down, preventing it from completing boot up. There is no report of injury or death associated with the event described in this complaint.